Event description:
Esophagectomy. On the 7th firing, plcr60b reload fully cut, but the outer row of staples were incomplete. Sutures were placed to complete the case without further incident. Pt doing well.